Event description:
It was reported that after a radical hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was inspected and melted plastic on the distal end was found. Isi followed up with the initial reporter and obtained the following additional information: instrument was inspected prior to reprocessing and damage was noted. There were no exposed internal conductor wires; they were intact. It was reported that at the time of use, the surgeon placed the monopolar curved scissors instrument on top of the fenestrated forceps instrument to use both monopolar and bipolar energies to cut/cauterize. Procedure was completed with the same instrument. No patient injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was a found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.